Manufacturer narrative:
Customer resolved.

Event description:
Philips received a complaint on the heartstart mrx indicating that there was a battery issue and the user needed a battery. There was reportedly no patient involvement. The customer evaluated the device onsite and it was determined that this was a battery malfunction, which a replacement battery was put on order. The device remains at the customer's site. No further action is required at this time.